Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the pump insulin gauge remained static. The customer reported an elevated blood glucose (bg) level of 400 (mg/dl) and ketones. A manual injection was delivered to address bg levels and water was consumed to address ketones. Reportedly, the customer believes the pump is not delivering insulin. During a system check with tandem technical support, it was noted that the cartridge uses humalog and is changed every 3 days. The pump time was also off by 2 hours, but the customer explained they were visiting someone in another time zone. The customer's bg levels later decreased to 199 (mg/dl) with no ketones.